Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false asystole and false bradycardia due to loss of contact. It was noted that the patient "might have nodded off [and] been unresponsive for a while." The icm remains in use. No further patient complications have been reported as a result of this event.